Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device failed the therapy delivery test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the therapy delivery test. The device is confirmed to have reach it's end-of-life (eol). Service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The device remains at the customer site. Because the device reached the end of life (eol) and end of service (eos), it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed the device has reached it's end of life/end of support status. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.